Event description:
During implant, the surgeon was not able to insert the extension into the header of the neurostimulator (ins). A new ins was used. Additional info has been requested.

Manufacturer narrative:
(B)(4).